Event description:
Caller inquiring about atrial lead position check failure marked on most recent transmission. Marking staging due to likely false positive atrial lead position check failure. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).